Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that would not inflate. The physician assessed the device but it would not work. All components were removed and replaced with a new ipp. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, leak and functionally tested. The first cylinder outer tube had two holes consistent with explant damage. The second cylinder performed within specifications. The pump was visually and microscopically examined, leak and functionally tested. The pump did not pass activation test. Based on the information available and analysis results, the activation issues identified in the pump could have caused or contributed to the reported clinical observation of device inflation issues.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that would not inflate. The physician assessed the device but it would not work. All components were removed and replaced with a new ipp. There were no patient complications.